Event description:
It was reported that during a device check, the implantable pulse generator (ipg) was unable to be interrogated and it was noted there were "no green lights on the programmer and no magnet response." It was further noted that there was a problem with the programmer head; the programmer was replaced and the ipg was able to be interrogated. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).